Manufacturer narrative:
On (B)(6) 2022, it was found that e.2. Health professional? Field was reported incorrectly on the initial report. Manufacturer's reference number:(B)(4) on the initial report, e.2. Health professional? Was marked as no. However, the field should¿ve been yes. The relevant field has been updated.

Event description:
It was reported that a 250cc mentor memorygel breast implant being used for a primary breast augmentation ruptured intraoperatively. The procedure was completed successfully using a replacement device, a 225cc mentor memorygel breast implant (catalog #: 3502254bc, serial #: (B)(4)). No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received. The device was discarded inadvertently and is not available for product evaluation.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).